Manufacturer narrative:
The event was confirmed. Visual inspection: the device was received in damaged condition. Indentations and circumferential scratches were observed on the body of the device. The sliding bushing on the reamer was able to slide freely, but would stick or jam when it reached the bottom of the post. Scratching was observed in the location where the sliding bushing would stick. This is indicative of off-axis loading of the reamer during the reaming process, from which cold-welding can occur. Dimensional inspection: not performed as there was no evidence to suggest a dimensional issue. Functional inspection: the sliding bushing on the reamer was able to slide freely, but would stick or jam when it reached the bottom of the post. Scratching was observed in the location where the sliding bushing would stick. This is indicative of off-axis loading of the reamer during the reaming process, from which cold-welding can occur. The event was confirmed, but the reamer is still functional. A material analysis was performed and concluded the following: the chemical composition of the deposited material on the reamer shaft was consistent with the material of the bushing. This transfer of material and the associated material damage to the drill shaft are consistent with galling at the shaft/bushing interface. These damages likely resulted in the reported difficulty of using the reamer with the guide. The rockwell hardness test result of the shaft is consistent with the drawing requirements. No material or manufacturing defects were observed on the device features examined. Conclusion:- the investigation determined the likely root cause of the event to be use error by off-axis loading the device during reaming resulting in cold-welding of the device components. The material analysis concluded no material or manufacturing defects were observed on the device features examined. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Reamer jammed inside of reamer bushing.

Event description:
Reamer jammed inside of reamer bushing.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.